Event description:
It was reported to philips that the system did not emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned treatment. The procedure was delayed and completed by using another system. The customer informed the philips remote service engineer (rse) that the system did not emit x-ray and a message 'release switch' was displayed on the system. The rse instructed the customer to check the foot switch and hand switch connections. After restarting the system and adjusting the wired foot switch the issue was resolved. The system was returned to use in good working order and ready for clinical use. To date, there has been no recurrence of this issue reported by the customer. The codes were updated based on the investigation outcome.